Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Brand name: sur-fit natura moldable durahesive skin barrier w/white hydrocolloid flexible collar & mold-to-fit opening.

Event description:
Patient reported itching under tape border and mass after the application of the wafer and experienced an increase in symptoms after a shower is taken and getting the tape wet. Patient explained the use of a mild soap and tape around the tape borders. Skincare was reviewed and patient was recommended to try crusting with powder and an alternate wafer, and call back in an event skin shows no signs of improvement. The end user subsequent outcome was not reported.